Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent hysterectomy due to symptomatic pelvic prolapsed and stress urinary incontinence. Following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, bleeding, recurrence, dyspareunia, and vaginal scarring. The patient also experienced urinary retention, voiding dysfunction, dyspareunia and underwent revision, lysis of adhesions and had intercede adhesion barrier implanted and urethral dilation on (B)(6) 2007. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was placed into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, transvaginal hysterectomy with ovarian conservation due to pelvic organ prolapse and stress urinary incontinence. It was reported that patient underwent laparoscopic lysis of adhesions of small bowel from vaginal cuff and placement of an adhesion barrier into the pelvis, cystoscopy and urethral dilation on (B)(6) 2007 due to pelvic pain, dyspareunia, urinary retention, voiding dysfunction, after transvaginal hysterectomy and mesh implantation. (B)(4).